Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 and cubie b6 had typically been recoverable, but it had failed again each time a count was attempted. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the drawer 1.1 had failed pockets during inventory. Hardware test application (hta) was run and all lids opened. Several pockets in row b showed red. Technician found a staple under the pockets after popping them. After removal, all pockets passed the test. Fse found bad rails and replaced it. The system functioned as intended after the field service engineer repaired the device.